Manufacturer narrative:
The insulin pump had detached end cap, minor scratched and cracked display window.

Event description:
It was reported of cracked pump. The customer's blood glucose level was 100 mg/dl at the time of the incident. The product was returned for analysis.